Event description:
It was reported that the down arrow is intermittently unresponsive and audio bolus button fell off. The patient reported there is no water exposure and the keypad is intact.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.